Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 291 and 302 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and the replacement test strips will be sent to the customer. The customer was also to upgrade to a contour 2 meter.